Manufacturer narrative:
H10: the device was received for evaluation, however an evaluation of the sample was not possible. A photograph was also provided for evaluation. Visual inspection of the picture observed that the dialysate line post pump was disconnected from the support plate. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 50 minutes into treatment with a prismaflex m150 set, an external blood leakage was observed. There was patient involvement but no patient impact and no medical intervention was reported. No additional information is available.